Manufacturer narrative:
The received device had the needle mechanism deployed. The formed needle was received exposed, but retracted after opening the device. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to deploy as intended. The soft cannula was in its deployed state and was visible outside the device, no issues were found with the soft cannula retracting. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; the cannula also reportedly retracted. This indicates a needle mechanism failure occurred. The pod was worn for less than one hour and patient reported a blood glucose level between 148 mg/dl and 154 mg/dl.